Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually and electrically. The analysis of the lead showed multiple signs of abrasion along the lead body, but the insulation was intact. The visual inspection also showed a severely twisted inner conductor helix near the is1 connector pin, which is a result of over rotation while screwing in the fixation. During the thorough analysis, no other deviations were found that could be related to the clinical complaint. In summary, a deformation of the inner conductor helix was found, which impaired the functioning of the fixation mechanism. The analysis did not show any indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted due to artifacts and inappropriate shock deliveries 33 months after the implantation. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.